Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they ran patient samples on the analyzer and reported these results outside of the laboratory since the morning quality control results were ok. At the end of the day, the customer repeated controls and control results for multiple tests were low and outside of specifications. The customer then performed liquid flow cleaning maintenance on the analyzer, followed by reagent primes. After these actions, controls were okay again. All samples that were tested that day were then repeated after the controls were within specifications. It was noted that there strong differences in test results for an unspecified number of patient samples. Of the mentioned patient samples, 9 examples were provided. Of the 9 examples, two patient samples had erroneous results that were reported outside of the laboratory for thyroxine (t4) and estradiol (e2). The first sample had an initial result of 136.7 nmol/l for t4 and this value was reported outside of the laboratory. Once the liquid flow cleaning maintenance had been performed and control recovery was acceptable, the sample was repeated, resulting as 98.42 nmol/l for t4 on (B)(6) 2016. The repeat result was rounded to 98.4 nmol/l and this was reported outside of the laboratory. The second sample had an initial result of 110.30 pmol/l for e2 and this value was reported outside of the laboratory. Once the liquid flow cleaning maintenance had been performed and control recovery was acceptable, the sample was repeated, resulting as <18.4 pmol/l for e2 on (B)(6) 2016. The repeat result was rounded to <18 pmol/l and this was reported outside of the laboratory. The patients were not adversely affected. The t4 and e2 reagent lot numbers and expiration dates were asked for, but not provided. A specific root cause could not be determined based on the provided information. The most likely root cause for the issue would be a clot contamination in the measuring cell of the analyzer. It was noted that there were several aspiration errors that occurred on the analyzer.